Manufacturer narrative:
Batch review performed on 26 august 2019- lot 179188: (B)(4) items manufactured and released on 21-mar-2018. Expiration date: 2023-03-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs manager: early infection in tha, few weeks after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Preliminary investigation performed by r&d project manager: head and liner covered in bio fluids. It is not possible to state any cause of explantation related to the implant. Additional implants involved in the event, batch review performed on 26 august 2019: ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot. 1811830. Lot 1811830: (B)(4) items manufactured and released on 29-mar-2019. Expiration date: 2024-03-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
On the (B)(4) 2019 we were informed of a revision surgery planned and performed on the (B)(6) 2019. The patient had an infection. The surgeon decided that the infection needed to be washed out and the liner and head needed to be exchange 1 month and 1 day after primary. The surgery was completed successfully.